Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atypical atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The catheter was in the pericardium which required surgical removal. After mapping the right atrium (ra), physician attempts to perform transseptal (ts) puncture without success. The patient had a similar procedure not long ago, physician looks for patent foramen ovale (pfo) with ablation catheter. The catheter advances on the left side and ts sheath is also advanced. Due to difficult maneuverability, it was concluded later that catheter was in the pericardium. There was no significant amount of pericardial liquid is seen, but for safety reasons patient was transferred to the operating room (or) for removal of the sheath under a surgeon supervision (in case of a cardiac tamponade following sheath removal). Lately it is reported that patient is in recovery, without needing other intervention. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 3-aug-2022, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30681146l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 3-mar-2022, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. The sheath was removed with surgeons. The patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. The force visualization features used were graph, dashboard and vector, the visitag module was not used because the event occurred in access phase. A transseptal puncture was performed with an abbott, brk needle. Ablation was performed before the cardiac tamponade was noticed. There was no evidence of steam pop. The irrigated catheter was used and the flow setting were 2ml standby, 8ml <30w, 15ml >30w. The correct catheter settings were selected on the generator and there were no error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).